Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3362319 (mfg. Date 11/2016) shows (B)(4) units were mfgd., tested, inspected, and released. Received one (1) used sn1205ag zytomed verab.-set onko ii lichtschutz; lot# 3362319. One (1) used b/braun 100ml 0.9% nacl partially full container. One (1) used IV admin set w/ green slide clamp, & orange roller clamp (model unknown). Engineering testing: the items noted in the visual analysis were returned for investigation. The entire fluid circuit (as received) was pressure leak tested. No leakage was observed at any location along the fluid path or at any connection point. Final engineering summary: the complaint of sn1205ag leakage was unable to be confirmed or replicated. The sn1205ag assembly performed as expected without leakage at any connection point or at any location along the fluid path. ICU medical will monitor and trend.

Event description:
Complaint rec'd regarding two (2) sn1205ag, report states: systems leaks between hose and drip chamber. There were no adverse patient consequences reported.